Event description:
It was reported that the pump battery would not charge, and a power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by plugging the charging cable into a wall adapter and leaving it connected for at least 30 minutes, after which the pump began charging.